Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer hard lock¿s screws were broken. A field service engineer installed new latch sensor and insep latch to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed. The customer reported that the malfunction occurs when user tried to issue medication to patient and user was able to retrieve medication from the nearby station. There were no adverse events or injuries reported based on this event.